Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased capture threshold and decreased sensing resulting in undersensing was noted on the right ventricular (rv) lead. Rv lead dislodgement was alleged, although it was not confirmed. Rv lead revision is anticipated to be performed to resolve the event. No intervention has been performed at this time. The patient was in stable condition.